Manufacturer narrative:
Streit, m. R., streit, j., walker, t., bruckner, t., kretzer, j. P., ewerbeck, v., . . . Gotterbarm, t. (2015, may 10). Minimally invasive oxford medial unicompartmental knee arthroplasty in young patients. Retrieved october 20, 2017/10.1007/s00167-015-3620-x the product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Condition is addressed in the package insert. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "minimally invasive oxford medial unicompartmental knee arthroplasty in young patients". A patient was identified in the article that underwent a revision for a tear of the knee capsule at the medial parapatellar approach at two (2) months post initial oxford medial unicompartmental knee arthroplasty on unknown dates. It was reported that the patient did well.